Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting around the navel to the bilateral upper abdomen and bilateral lower abdomen on (B)(6) 2016 using coolcore applicator and treated to bilateral lower abdomen on (B)(6) 2017 using coolcore applicator who developed paradoxical hyperplasia (pah/ph) 2-4 months after treatment. Diagnosed with pah on (B)(6) 2017 to the upper abdomen and lower abdomen. Pah was described as the upper abdomen and lower abdomen have a visibly enlarged tissue volume over the treated area, and the skin is snug in both areas. The tissue in both the upper and lower abdomen have no definitive masses, but upon palpation are different and firmer than the surrounding untreated fat tissue. The upper abdomen tissue is described as mildly dense and mildly modular. The lower abdomen tissue is described as denser than the upper abdomen and mildly modular.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting around the navel to the bilateral upper abdomen and bilateral lower abdomen on (B)(6) 2016 using coolcore applicator and treated to bilateral lower abdomen on (B)(6) 2017 using coolcore applicator who developed paradoxical hyperplasia (pah/ph) 2-4 months after treatment. Diagnosed with pah on (B)(6) 2017 to the upper abdomen and lower abdomen. Pah was described as the upper abdomen and lower abdomen have a visibly enlarged tissue volume over the treated area, and the skin is snug in both areas. The tissue in both the upper and lower abdomen have no definitive masses, but upon palpation are different and firmer than the surrounding untreated fat tissue. The upper abdomen tissue is described as mildly dense and mildly modular. The lower abdomen tissue is described as denser than the upper abdomen and mildly modular.